Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. As a result of the legal manufacturer's investigation, it is likely the phenomenon occurred due to the failure of the operational amplifier. A review of the device history record confirmed that a design change of the dr board was changed on april 16, 2018, and that devices included in that change began shipment after june 13, 2018. The device of this report was manufactured prior to the design change (see h4). Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of no image due to a printed-circuit board failure was found. Additionally, the video connector was worn out causing a poor connection. A software and old version main switch upgrade was recommended. Several request for additional information have been emailed to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for use, the evis exera video system center had no image. There was no patient/user injury or harm reported to olympus.